Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Clarification to g3: the initial aware date of this event was 20/sep//2021 and was inadvertently captured as 14/oct/2021. Device evaluation: visual analysis of the returned device identified; fold crease, curved opening, observed void 1mm in non-textured, valve-to shell-bond area, yellow particles in shell. The leak test and microscopic analysis was performed which identified; a linear smooth opening on posterior in the same location of crease and striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated openings assessed as surgical damage. A crease smooth opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.